Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. From the photo, it was observed that the product shown is not a bd tuas cathena product. For the safety shield activation failure, a device history record could not be evaluated as the lot number is unknown. For the catheter separating from the adapter, a device history record review found no non-conformances associated with this issue during production of this batch. As no sample was received for investigation, the root cause could not be established. H3 other text : see h.10.

Event description:
It was reported that cathena 20gx1.00in straight bc catheter separated and the safety mechanism would not activate on 2 occasions. The following information was provided by the initial reporter: on 2 occasions, during the care carried out by the nurse the secure kt did not retract following the installation of the infusion leaving the needle appear. During a blood sample at the time of the catheter installation and the vacutainer delivery, the vacutainer adapter disadapts from the catheter.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0118340, medical device expiration date: 2023-04-30, device manufacture date: 2020-04-27. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that cathena 20gx1.00in straight bc catheter separated and the safety mechanism would not activate on 2 occasions. The following information was provided by the initial reporter: on 2 occasions, during the care carried out by the nurse the secure kt did not retract following the installation of the infusion leaving the needle appear. During a blood sample at the time of the catheter installation and the vacutainer delivery, the vacutainer adapter disadapts from the catheter.